Event description:
It was reported that this patient experienced a cardiac tamponade that resulted in pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was performed, and a chest drain was required. It is unclear the source of the tamponade, however when attempting to wire a small caliber, lateral coronary branch is suspected. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported.